Manufacturer narrative:
Patient identifier, weight and gender not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that an imaging system spin was conducted, and no inaccuracies were observed. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. The issue occurred intraoperatively. It was reported that the site was inaccurate during the procedure and had to re-spin. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: site has already deleted this patient; the o-arm and stealth are not meant to be used as storage devices. This information is no longer available. Therefore, the procedure information and patient information is unobtainable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. The issue occurred intraoperatively. It was reported that the site was inaccurate during the procedure and had to re-spin. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Correction: detail provided. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is also being reported under part 803. Supplemental aro information is as follows: dose information not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv (negligible). 1 - patient total number of people in or unknown. (B)(6), united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported inaccuracy after putting in screws on left side for a l2-s1 spine fusion. Inaccuracy was noticed with all instruments. After re-spin with o-arm accuracy was restored and case continued with minimal delay.